Manufacturer narrative:
Evaluation: results: visual inspection of the returned product showed half of the lens was torn off and missing and there was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens inserted upside down. (B)(4).

Event description:
The reporter stated the surgeon was having difficulty loading this micl13.2 implantable collamer lens and when it was inserted it flipped upside down. The surgeon could not get the lens to seat properly in the eye and tore the lens while manipulating it. The lens was removed without any patient injury.